Event description:
Procedure: pancreatectomy. According to the reporter: the recharge was mounted on the gun and never opened. Mounting a second charge at the time of surgical resection it is stuck. The scalpel was not returned. The charge does not open and the knife does not return for this reason the surgeon places a surcharge above the first and proceeds to make another trip to release the first recharge on the tissue. The charge that did not open is sent to the pathology lab with all the pancreatic tissue pathology. The procedure was extended by 45 mins. There blood loss of 250cc or more due to this problem and additional tissue was resected.

Manufacturer narrative:
(B)(4).